Manufacturer narrative:
Patient with a total knee replacement reported pain and buckling in the knee. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient with a total knee replacement reported pain and buckling in the knee. Revision surgery is planned to exchange the poly inserts.